Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to ventricular fibrillation (vf) and developed an electrical storm of vf. The leadless implantable pulse generator (ipg) was noted with pacing failure even with increased output. Subsequently, the patient became deceased.